Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the patient was seen in the clinic with low impedances. When the lead was replaced, the outer insulation was found to be cracked, possibly due to subclavian crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received